Manufacturer narrative:
The prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corp that a pt underwent treatment with a prolieve thermodilatation kit in 2009 as part of a study, using prolieve for the treatment of benign prostatic hyperplasia (bph). Reportedly, one month later, the pt began experiencing erectile dysfunction. The event was moderate in intensity, and is listed as ongoing. Request for additional info regarding pt status have been sent.